Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. A 24mm device was first attempted but did not meet release criteria so a full recapture was performed. After the recapture, an effusion sweep was checked with transesophageal echocardiography (tee) and none was seen. The physician proceeded to successfully deploy a 27mm device in the laa of the patient. Additional pericardial effusion check was performed and there was no change from the baseline. A few hours later, the patients vitals were unstable and a bedside tee was performed that reveled pericardial effusion. The physician performed pericardiocentesis and removed 600cc of fluid. The drain was left in for two more days and the patient was administered eliquis.